Event description:
It was reported that the right atrial (ra) lead was dislodged. Diagnostic imaging was performed and dislodgement was confirmed. No intervention has been performed. The patient was stable.